Event description:
Customer's father reported that the insulin pump had numbers scrolling on the screen. Caller reported removing the battery, then receiving a battery out limit. Caller reported that the insulin pump's keypad was not responding. Customer did not recall any significant events leading up to these issues. Blood glucose level was 195 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip, minor scratches on the display window and bleeding display glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).